Manufacturer narrative:
D10 concomitant products: gia8038s, gia8038s gia 80-3.8sgl use reload stap, (lot # p6a1082) gia8038l, gia8038l gia 80-3.8sgl use loadingunit, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open small bowel resection, a linear stapler was used to create a common channel anastomosis. The initial preload functioned without issue but it was noted that the reload remained in the stapler. Two subsequent reloads were then used. One of the reloads fired and functioned as expected with no issue. However, during the final firing using the second reload, the knife blade did not fully retract into the white safety guard when the black firing handle was retracted after completion of the stapler firing sequence. No patient complications have been reported as a result of this event.

Event description:
It was reported that during an open small bowel resection, a linear stapler was used to create a common channel anastomosis. The initial preload functioned without issue. Two subsequent reloads were then used. One of the reloads fired and functioned as expected with no issue. However, during the final firing using the second reload, the knife blade did not fully retract into the white safety guard when the black firing handle was retracted after completion of the stapler firing sequence. The affected reload remained in the stapler. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was difficulty to retract the knife blade and the device was difficult to unload. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.